Event description:
It was reported the patient has not recharged the ipg as recommended since (B)(6) 2011. In turn, the charger and programmer are unable to communicate with the ipg. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.